Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pregnancy with contraceptive device ("(B)(6) pregnant") in a (B)(6) female patient (gravida 5, para 4) who received essure (batch no. Cs00049) for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. On (B)(6) 2014, the patient started essure. In 2014, the patient experienced treatment noncompliance ("never returned for hsg/ no back-contraception was used"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). The patient's last menstrual period was on (B)(6) 2014 and estimated date of delivery was (B)(6) 2015. On (B)(6) 2014, the patient experienced abdominal pain ("abd pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, treatment noncompliance and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain and treatment noncompliance with essure. Quality-safety evaluation of ptc: manufacturing date: 5/2013. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. This ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In addition, the ae case refers to a treatment noncompliance. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to batch no. Cs00049. No batch signal could be identified. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 2-mar-2017: legal claim received - new events and surgical intervention were reported. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a pregnancy diagnosed approximately 6 months after essure (fallopian tube occlusion insert) insertion. On an unknown date, a device migration occurred. Essure was removed. The reported events are anticipated according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the consumer did not returned for the hsg and a device migration was diagnosed (unknown if it occurred before or after pregnancy onset). Although pregnancy in this case could be considered rather a consequence of treatment noncompliance in association with a device migration, given events' nature causality with the suspect insert cannot be excluded. This case was upgraded to incident, since device removal was required (reported upon follow-up). The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device dislocation ("migration/malposition of essure device location of device: left cornua of the uterus/migration of essure devic location of device: serosa of the rectum interiorly"), gastrointestinal injury ("migration/malposition of essure device location of device: left cornua of the uterus/migration of essure devic location of device: serosa of the rectum interiorly") and pregnancy with contraceptive device ("pregnancy") in a 36-year-old female patient (gravida 5, para 4) who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014 and treatment noncompliance "no back-contraception was used". The patient's past medical history included multigravida and parity 5 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2012, (B)(6) 2014, (B)(6) 2015). Concurrent conditions included overweight. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criteria medically significant and intervention required). In 2017, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and complication of pregnancy ("pregnancy (with complications)"). The patient's last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2015. The patient had essure beginning at week 45 of the pregnancy with a potential fetal exposure of 143 weeks during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (removal of essure on (B)(6) 2016) and surgery (removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, gastrointestinal injury, pregnancy with contraceptive device, rash, dyspareunia, fatigue and complication of pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered complication of pregnancy, device dislocation, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, pregnancy with contraceptive device, rash and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound scan - on an unknown date: essure confirmation on unspecified date a sonogram was done (no results were provided). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device dislocation ("migration/malposition of essure device location of device: left cornua of the uterus/migration of essure devic location of device: serosa of the rectum interiorly"), gastrointestinal injury ("migration/malposition of essure device location of device: left cornua of the uterus/migration of essure devic location of device: serosa of the rectum interiorly") and pregnancy with contraceptive device ("pregnancy (no compication)") in a 34-year-old female patient (gravida 5, para 4) who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014, device monitoring procedure not performed "patient doe not underwent essure confirmation test" and treatment noncompliance "no back-contraception was used". The patient's past medical history included multigravida and parity 5 (10june1999, (B)(6) 2004, (B)(6) 2012, (B)(6) 2014, (B)(6) 2015). Concurrent conditions included overweight. Concomitant products included anaesthetics (anesthesia). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2015, 11 months 3 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In 2017, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and complication of pregnancy ("pregnancy (with complications)"). The patient's last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6)2015. The patient was treated with surgery (bilateral salpingectomy) and surgery (removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, gastrointestinal injury, pregnancy with contraceptive device, rash, dyspareunia, fatigue, complication of pregnancy, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, complication of pregnancy, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, pregnancy with contraceptive device, rash and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound scan - on (B)(6) 2015: essure confirmation on unspecified date a sonogram was done (no results were provided). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received. Following event: psychological or psychiatric problems condition: depression, mental anguish, patient doe not underwent essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device dislocation ("migration/malposition of essure device location of device: left cornua of the uterus/migration of essure devic location of device: serosa of the rectum interiorly") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) year-old female patient (gravida 5, para 4) who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included multigravida and parity 5 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2012, (B)(6) 2014, (B)(6) 2015). Concurrent conditions included overweight. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), complication of pregnancy ("pregnancy (with complications)") and treatment noncompliance ("no back-contraception was used"). The patient's last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2015. The patient had essure in place beginning at week 11 of the pregnancy with a potential fetal exposure of 11 weeks during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, pregnancy with contraceptive device, rash, dyspareunia, fatigue and complication of pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered complication of pregnancy, device dislocation, dyspareunia, fallopian tube perforation, fatigue, pregnancy with contraceptive device, rash, treatment noncompliance and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound scan - on an unknown date: essure confirmation on unspecified date a sonogram was done (no results were provided). Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and medical record received, reporter information, patient details, pregnancy outcome from ¿not reported¿ to ¿live birth; child not healthy¿, events- perforation (fallopian tube(s), perforation (uterus, rashes or skin conditions type: rashes, dyspareunia (painful sexual intercourse), fatigue, pregnancy (with complications) were added. Event "never returned for hsg" removed as patient undergo an essure confirmation test was confirmed in pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device dislocation ("migration/malposition of essure device location of device: left cornua of the uterus/migration of essure devic location of device: serosa of the rectum interiorly"), gastrointestinal injury ("migration/malposition of essure device location of device: left cornua of the uterus/migration of essure devic location of device: serosa of the rectum interiorly") and pregnancy with contraceptive device ("pregnancy") in a 36-year-old female patient (gravida 5, para 4) who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included multigravida and parity 5 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2012, (B)(6) 2014, (B)(6) 2015). Concurrent conditions included overweight. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criteria medically significant and intervention required). In 2017, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), complication of pregnancy ("pregnancy (with complications)") and treatment noncompliance ("no back-contraception was used"). The patient's last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2015. The patient had essure in place beginning at week 11 of the pregnancy with a potential fetal exposure of 143 weeks during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (removal of essure on (B)(6) 2016) and surgery (removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, gastrointestinal injury, pregnancy with contraceptive device, rash, dyspareunia, fatigue and complication of pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered complication of pregnancy, device dislocation, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, pregnancy with contraceptive device, rash, treatment noncompliance and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound scan - on an unknown date: essure confirmation on unspecified date a sonogram was done (no results were provided). Most recent follow-up information incorporated above includes: on 19-mar-2018: following company internal coding review, the previous reported event "migration/malposition of essure device location of device: left cornua of the uterus/ migration of essure device location: serosa of the rectum interiorly" was split and the meddra llt: traumatic intestinal perforation was added. Narrative amended. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.